Event description:
This is a spontaneous case report received from a medical doctor in united states on 29-jul-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The doctor performed an essure removal procedure in the past and sent pictures to confirm that the device had been removed completely. The doctor had no case number. No additional information was provided. Follow-up received on 08-aug-2016:reporter and patient information was updated. Reporter stated she did not know the essure lot number at the moment of contact. Company causality comment:this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the device had been removed completely, serious event due to medical importance and listed in essure's reference safety information. In the present case, a patient who had essure inserted had to remove it, the reason for removal was not mentioned. Although the indication for removal was not provided since the essure had to be removed causality with the insert cannot be excluded. This case was considered an incident, since device removal was required. The product technical analysis and further information has been sought.

Manufacturer narrative:
A quality-safety evaluation was received on 29-aug-2016. Ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the device had been removed completely, serious event due to medical importance and listed in essure's reference safety information. In the present case, a patient who had essure inserted had to remove it, the reason for removal was not mentioned. Although the indication for removal was not provided since the essure had to be removed causality with the insert cannot be excluded. This case was considered an incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
Follow-up from 04-nov-2016: no further information was obtained. No further follow-up will be pursued. Company causality comment: this medically confirmed spontaneous case report refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and the device had been removed completely, serious event due to medical importance and listed in essure's reference safety information. In the present case, a patient who had essure inserted had to remove it, the reason for removal was not mentioned. Although the indication for removal was not provided since the essure had to be removed causality with the insert cannot be excluded. This case was considered an incident, since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.